Event description:
It was reported that the customer had high blood glucose of 299 mg/dl and his insulin pump was malfunctioning. Caller stated that the insulin pump is coming apart. Caller stated that the bottom part of the insulin pump came off and it is not usable. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.